Manufacturer narrative:
Findings: unit passed rewind test, prime/seating test, basic occlusion test, force sensor test, sleep current measurement, active current measurement and selftest. Insulin pump received with normal operating currents. Pump monitored for several days and no blank display noted. The battery tube connector plugged in properly to during visual inspection. Unable to perform displacement test due to missing retainer. Pump received with minor scratched lcd window, scratched case, pillowing keypad overlay, missing reservoir tube o-ring, broken reservoir tube lip, cracked case behind the pump near the battery tube compartment and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer initially reported on (B)(6) 2017 via phone call that a new battery was inserted in the insulin pump and the screen is still blank. Customer stated that the customer¿s blood glucose was 140 mg/dl -160 mg/dl range. Performed troubleshooting the customer states the insulin pump was not exposed to fluid/moisture. The customer was advised to do the 2 hour pump rest and call back if the display does not return. (B)(6) 2017, the healthcare professional for customer reported via email that the customer got frustrated went back to multiple daily injection and does not want the pump anymore. One of medtronic diabetes clinical managers reached out to customer twice but was only able to leave a voicemail.